Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the fiber revealed the metal cap and glass cap were detached and not returned. It is probable that the fiber experienced inadvertent tissue adhesion on the metal cap surface; this likely contributed to elevated temperatures near the laser beam output window which led to the metal and glass cap detachment. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified metal and glass cap detachment.

Event description:
It was reported that this greenlight fiber was returned to boston scientific without allegation. Analysis found that the metal and glass tips were detached.